Manufacturer narrative:
(B)(4). It was reported that the patient died due to an unrelated condition. It was not reported if the patient was recovered from the peritonitis event at the time of death. It was not reported if dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis. The patient was treated with intraperitoneal injection reflin (1g once daily; duration not reported) and intraperitoneal injection fortum (1g once daily; duration not reported) for peritonitis. Dianeal therapy was ongoing. The patient¿s recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4): date of the event was reported as (B)(6) 2014, though this date could not be confirmed or verified.as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.